Manufacturer narrative:
Physio-control performed an initial evaluation the customers device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not recognize the quick combo electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
After completing other unrelated repairs, proper device operation was observed through functional and performance testing by physio-control. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device does not recognize the quick combo electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.